Event description:
It was reported that the pump of the patient's inflatable penile prosthesis (ipp) was explanted due to a malfunction. The pump stayed collapsed resulting in no flow when pumping. The patient felt the malfunction when he pressed the pump repeatedly. The issues began two week ago. The patient was implanted with a new ipp pump.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of mechanical malfunction was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Updated to include device analysis.

Event description:
It was reported that the pump of the patient's inflatable penile prosthesis (ipp) was explanted due to a malfunction. The pump stayed collapsed resulting in no flow when pumping. The patient felt the malfunction when he pressed the pump repeatedly. The issues began two week ago. The patient was implanted with a new ipp pump.

Event description:
It was reported that the pump of the patient's inflatable penile prosthesis (ipp) was explanted due to a malfunction. The pump stayed collapsed resulting in no flow when pumping. The patient felt the malfunction when he pressed the pump repeatedly. The issues began two week ago. The patient was implanted with a new ipp pump.